Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's mother reported, the pt experienced a bent infusion set cannula 2 weeks ago. The pt's trainer assisted in inserting the headset manually and it was in place for 3 days. When the headset was removed, the cannula was bent and was on the outside of the pt's body. There was also bruising in the area. The pt was using saline in the infusion device at the time of the incident, therefore, there were no physiological effects. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.